Event description:
It was reported that a fiber optic sensor failure occurred shortly after inserting the intra-aortic balloon (iab). The hospital staff advised the patient to put their leg down and stay flat. The fiber optic (fo) arterial pressure (ap) was not able to be regained with troubleshooting efforts. The transduced inner lumen ap was then used for the ap on the cardiosave intra-aortic balloon pump (iabp) without issue. Therapy was not interrupted due to this issue. The iab was removed after approximately five days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: secretary/ cardiac administration. Additional reporter(s): (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the mid portion of the balloon. Two kinks were observed on the catheter tubing approximately 76.2cm and 74.2cm from iab tip. The optical fiber was found to be broken within the membrane approximately 4.8cm from iab tip. A portion of extracorporeal tubing was cut from the iab and returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.